Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with two episodes of dark, tarry stools in the setting of supratherapeutic inr of 4.92. It was suspected that the dark stool was related to "oozing" in the patient¿s gastrointestinal (gi) tract rather than active bleeding from a single source. No scopes or other diagnostic testing was completed. There was no gastroenterology consult for this admission. The patient¿s hemoglobin (hgb) was 9.7 g/dl on (B)(6) 2017 and didn¿t drop below 9.5 g/dl. Coumadin was held for one day while hospitalized. The patient received 1 unit red blood cells (rbc) on (B)(6) 2017. Proton pump inhibitor (ppi), protonix, was increased to twice daily dosing. Serial hemoglobin/hematocrit (h/h) labs were monitored and remained stable at hemoglobin of approximately 10 g/dl, the patient¿s baseline. No additional episodes of melanic stool occurred and that patient was reportedly hemodynamically stable throughout admission. The event reportedly resolved on (B)(6) 2017.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Additionally, the submitted system controller log files confirmed multiple low flow events; however, a specific cause could not conclusively be established through this evaluation. The controller event log file contained data from (B)(6) 2017. This log file captured motor power, calculated flow, and calculated pi ranging from 3.304 to 3.693 watts, 2.2 to 4.1 lpm, and 4.6 to 12.1, respectively. A no external power event was captured on (B)(6) 2017 at timestamp 5:37:46 am when both power cables were disconnected from a power source. The absence of external power to the system led to the activation of the emergency backup battery (ebb) until power was ultimately restored on (B)(6) 2017 at 5:37:49 am. Additionally, low flow events were captured on (B)(6) 2017 when the estimated flow dropped below a threshold of 2.5 lpm. Some of these events lasted over 10 seconds, and low flow alarms were flagged on (B)(6) 2017 at 3:20:01 am and (B)(6) 2017 at 3:19:37 am. The events appeared to be associated with elevations in average pi. Despite the events, the log file appeared to capture the pump operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.